Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob that turns to lock the arm in position would not tighten down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: d4- UDI # changed; h8 - usage of device changed. Trackwise # (B)(4). The lot # 3000134075 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/18/2021. An investigation was conducted on 02/26/2021. Signs of clinical use and evidence of blood was observed on the device. There were no visual defects observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did not tightened the arm. Based on the returned condition of the device, the reported failure "positioning failure" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer knob that turns to lock the arm in position would not tighten down. A replacement device was used to complete the procedure. The hospital did not report any patient effects.